Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, the patient complained of numbness in right upper thigh where the pad was placed in the procedure. The patient had total knee arthoplasty procedure and noted that there was an implant from prior surgery in the right knee.